Event description:
It was reported that revision surgery was performed due to a soft tissue reaction. The devices were implanted in 2002.

Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Date of revision surgery has been confirmed as (B)(6) 2012, not (B)(6) 2012 as initially reported.